Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the root cause. No evidence was found that would suggest product error was a contributing factor. The need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address subsidence of the tibial tray.